Manufacturer narrative:
The investigation for the reported vascular damage has been completed. No product was returned for analysis. The root cause of the vascular damage - peripheral vessels could not be determined due to insufficient clinical information. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report. H.6 code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 84-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. On the third day of impella support, the patient expired. The cause of death is multiple organ failure. The relationship between the cause of death and impella is unknown. The impella operated as intended.